Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during preparation prior to patient contact during a sleeve procedure, there was an abnormal noise upon handle's activation and rotation. There was also a difficulty connecting the adapter to the reload. After connecting and reconnecting the adapter, it went from 30 procedures to 0. After changing the adapter with 3 others, there was the same problem difficulty connecting to reload. The handle controls were reversed, and after the charger was reset, the reload did not return to its original position. It was stated that four adapters had malfunctioned during this event. A new handle, adapter, reload and shell were used. There was no patient involvement.

Manufacturer narrative:
Additional information: g3, h3 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the observed failure for the device not being able to articulate was not caused by this device. It was due to the reload's knife blade laminates being herniated, which was caused by the handle applying excessive force to the device. Functional evaluation found that the firing nut was stripped and the adapter showed end of life. A review of the system logs showed that the adapter had a tare error however the main screen indicated that the strain gauge was still functional and in the appropriate range. It was reported that the articulating device experienced difficulty in straightening or aligning distal end to the neutral position, the device was difficult to load, and the device system displayed the end of life message prior to reaching end of life criteria. The reported issues were confirmed. The most likely cause was not traced to the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: d8, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted the firing nut was stripped. The handle logs were examined and an adapter calibration error was identified. During the calibration sequence, the hard stop is determined by monitoring the motor current. When the handle detects the motor current associated with hard stop, it moves the firing rod to the home position. The firing screw was examined and engineering noted that the screw was stripped. The stripped screw did not allow the firing rod to calibrate. It was also reported that the device was difficult to load. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur due to a stripped firing screw. The stripped screw was most likely caused by excess force applied with a manual retract tool. It was reported that the articulating device experienced difficulty in aligning distal end to the neutral position. The reported issue was confirmed. The most likely cause was not traced to this device. Based on the received products, it was determined that the observed failure of the device not being able to articulate was due to the reload. The adapter showed end of life. Evaluation of the adapter log showed that the adapter had a tare error however the main screen indicated that the strain gauge was still functional and in the appropriate range. The root cause of the observed condition was determined to be the result of a material issue. The currently specified conformal coating material does not adequately protect the strain gauge circuitry on the proximal electrical assembly circuit board from residual moisture. Improvements have been initiated to mitigate this condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during preparation prior to patient contact during a sleeve procedure, there was a difficulty connecting the adapter to the reload. After connecting and reconnecting the adapter, it went from 30 procedures to 0. After changing the adapter with 3 others, there was the same problem difficulty connecting to reload. The handle controls were reversed, and after the charger was reset, the reload did not return to its original position. It was stated that four adapters had malfunction during this event. Another handle was used. There was no patient involvement.